Event description:
Customer was hospitalized due to diabetes ketoacidosis. Customer was vomiting and had keytones when admitted. Troubleshooting was performed and the insulin pump was working as designed. No other information was given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.